Event description:
It was reported that an ilet device¿s screen was dropped at school and cracked, and a replacement ilet was shipped while the patient transitioned to backup therapy. Symptoms included no reported injury or glycemic symptoms. Outcomes included no medical intervention, no hospitalization, and temporary interruption of usual device use. Investigation included a review of the reported physical damage and standard complaint handling. Investigation of this case revealed physical damage to the display component consistent with accidental impact, with no indication of device malfunction beyond the cracked screen. It was concluded, based on previously established findings for similar reports, that the cause was user-related accidental damage.